Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set tubing detachment at the site. The site location was abdomen and the pump was worn on the belt. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.